Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had experienced ¿l5 separation spondylolisthesis¿ twice. In order to correct the spondylolisthesis, the surgeon applied plif (posterior lumbar interbody fusion) system with x-tab and concorde on (B)(6) 2017. As the patient¿s age was in fifties with hard bone quality, the surgeon applied threads of x-tab. He finished setting a setscrew on one side ¿side a¿ but could not fix the reported setscrew ¿cortical fix x-tab 7x40mm ti (186770140)¿ on the opposite side ¿side b.¿ he used a replacing setscrew but failed again on side b. He re-tried by using the guide wire but could not succeed either. Finally, he reversed the order of insertion, namely side b at first then side a. But this trial failed again.

Manufacturer narrative:
Visual examination of the returned device revealed that the saddle cap shifted from its position inside the tulip head. It is also noted that the drive feature showed some signs of operative usage. No other damage of any kind was observable. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined from the information provided. A potential root cause may be forces inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in the saddle shifting from its position during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.